Manufacturer narrative:
A follow-up will be sent if new information is retrieved.

Event description:
At (B)(6) hospital in (B)(6), a surgeon performing wrist surgery utilized a 2.5 trilock ulna shortening plate in combination with a 2.5 trilock screw. During insertion of the 2.5 trilock screw into the second distal hole of the plate and subsequent locking with a driver, the screw head separated. The broken screw remained in situ, and this incident will be reported to the pmda. Intraoperatively, the surgeon assessed that removal of the broken screw during the same procedure would be challenging. Consequently, the decision was made to leave the fragment in place, with plans to employ a rescue kit or a comparable solution for extraction at the time of screw removal. The surgeon reported that the patient's bone quality was hard. The screw was pre-drilled with a suitable twist drill, and based on the available information, excessive force was not applied during insertion. No additional x-rays are available for analysis. Despite this intraoperative complication, the surgeon confirmed that the intended surgical outcome was achieved.